Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/24/2019. Additional device evaluated by MFR.: an empty opened folder and a used suture piece of product code 163 was returned for analysis. During the visual inspection of the suture piece, the ends were noted cut appear to be by use of a surgical instrument and the body suture present body fluids and stress. The other section was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of suture breakage, was suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified

Event description:
It was reported that a patient underwent an abdominoplasty procedure on an unknown date and suture was used. The suture broke when finishing the knot. Another similar product was used to complete the procedure. There were no adverse patient consequences reported.